Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: date of death estimated as (B)(6) 2011. B3: date of event estimated as (B)(6) 2011. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the article is captured under separate medwatch report. Literature attachment: article title ¿biomimetic stents for infrainguinal peripheral arterial disease: systematic review and meta-analysis.¿

Event description:
It was reported in an article about a meta-analysis involving a total of 37 studies; 33 cohort studies, two case series, and two randomized controlled trials, representing 4,480 participants, of which all had a diagnosis of peripheral artery disease (pad) and were treated with a supera or non-abbott biomimetic stent (mimic natural body movement stent and structure of blood flow). The study obtained data from 2011 through 2023. The majority of the data came from retrospective cohort studies, where patients were followed for periods ranging from 12-24 months after receiving the supera stent, to observe outcomes of primary patency, stent fracture, target lesion revascularization and death. Of these, 34 studies included data on the supera stent (81.5% of participants) and three studies (18.5% of participants) reported data on the non-abbott stent. At one year follow up, the pooled primary patency (unobstructed blood flow) rate of 33 studies ranged between 81.8% and 83.5%. No stent fractures were reported with the supera stent; however, the non-abbott stent had a 0.4% fracture rate. There was a pooled one year mortality rate of 9.2%. The article does not focus on individual case reports or specific patient procedures but rather synthesizes data from multiple studies in a systematic review and meta-analysis format. The article provides aggregated data on the efficacy and safety of biomimietic stents for treating peripheral arterial disease (pad), drawing from a wide pool of participants from different clinical settings. Additional information can be found in the attached article ¿biomimetic stents for infrainguinal peripheral arterial disease: systematic review and meta-analysis."